Event description:
Nurse reported customer being hospitalized due to running out of insulin in pump. Nurse stated there wasn't any problem with the pump. It was offered to sent samples to customer and to call local representative, but the nurse declined.